Manufacturer narrative:
An evaluation is in process. A follow-up report will be provided when the evaluation is complete.

Event description:
The customer indicated that discrepant calcium results were generated on the architect c16000 analyzer. A patient sample generated an initial result of 1.42 mmol/l. The sample was repeated and a result of 2.43 mmol/l was generated. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The customer performed troubleshooting on the instrument which included replacement of the cuvette dryers, checked the alignment of the dryers and ran contamination test which showed no sign of contamination. Field service visited the site and found needle 1 a of the cuvette washer bent. The 5 needles and mixers were adjusted, checked cuvette wash and membranes of the vacuum pump and no issues were found. The customer reported the false depressed calcium result after instrument troubleshooting was performed, therefore the architect calcium assay was determined to be the likely cause of the result issue. A search for similar complaints did not identify an increase in complaint activity. Additionally, no adverse or non-statistical trends were identified. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the evaluation the architect calcium assay is performing acceptably.

Manufacturer narrative:
Date received by manufacturer was updated from the initial report of 03feb2017 to the correct awareness date of 13feb2017. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.